Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent lumbar stenosis surgery on (B)(6) 2015. During surgery, doctor found the product's third and fourth threads were slipped, he had to replace with a new one to complete the surgery. The product came in contact with the patient. No patient complications were reported.